Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+3.0/095 (sphere/cylindar/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2018. Reportedly, the lens got stuck in the plunger and the haptic tore. On (B)(6) 2018 an alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: lens was returned in micro-centrifuge vial, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim# (B)(4).